Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Customer had changed the infusion sets three times in order to resolve the issues. Customer's blood glucose was 132 mg/dl. Troubleshooting was not possible as customer had resolved the issue by changing the complete set change. Customer declined to return the reservoir for analysis. It is unknown if the reservoir or the infusion set were occluded.